Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin (1 gram, once in 4 days, and route not reported) and fortum (1 gram, once a day (od) and route not reported) for peritonitis. The patient outcome for the event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.